Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pm injector and the lens was torn during insertion. The incision was enlarged to remove the lens and sutures were needed to close the wound. The reporter stated the incident was caused by the injector.

Manufacturer narrative:
Evaluation - lot order search. Results - a lot order search was performed on the cartridge and injector, and there were no similar complaints found.